Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle with foreign matter on it. Clinical staff report deficiencies in product quality. Failures are reported as affecting performance and hindering its use in clinical practice. Even the presence of particles in the catheter tip is mentioned, which implies risk for the patient.